Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was pain in the legs other than the affected area. Stimulation was felt in the patient's feet, not the affected area, and the patient experienced pain. Stimul ation did not occur at the usual site. Looking at the stimulation pattern settings, there was group a so program a1 was the only option. It was confirmed that the stimulation settings for a1 were 6.0 milliamperes (ma) and stimulation was turned on. When the intensity of stimulation was reduced, the pain in the feet disappeared. The intensity was usually lower than 6.0 ma, but stimulation did not come to the affected area so the patient experienced pain in the unrelated leg when the intensity was increased. It was explained that the stimulation setting needed to be confirmed with the physician in charge as the report was from an anesthesiologist. It was unknown if the issue was resolved.